Event description:
Clinical manager observed leaking indwelling foley catheter. Catheter was inspected to determine source of leak. Foley catheter bag with urimeter. Leak noted to be from urimeter at green spout. When spout was turned to closed position, spout was not fully catching in threads causing foley to leak.